Manufacturer narrative:
Film evaluation: a review of returned pre-implant cta¿s confirmed that the patient had a 5.5cm max diameter aaa which contained significant thrombus ( 2.5cm diameter flow lumen). The proximal neck was essentially straight, moderately calcified, and measured 23mm in diameter just below the renal arteries. The distal aortic diameter was 20mm x 25mm and severely calcified. The iliac arteries were non-tortuous but severely calcified. Review of CT¿s 1-month post-implant revealed that an endurant stent graft system had been implanted in the patient. The bifurcate was positioned just below the level of the renal arteries. The bifurcate was placed up the right side and extended with a limb into right common iliac artery. The contra limb was placed into the left common iliac. Thrombus was seen beginning in the aortic body, and the contra left limb was completely occluded from the flow divider throughout the entire contra limb. The approximate flow lumen diameter in the left limb was 5mm, and in the right limb was 6mm. Bilateral stents appear to have also been implanted in the iliac arteries. The flow resumed just distal from the end of the left limb. The right/ipsi limb was patent. The max diameter aaa measured 5.5cm max. Contrast was seen outside the stent graft in several locations. Near the level of the flow divider a type ii lumbar was seen feeding the posterior aaa. Contrast was also seen within the distal sac surrounding both limbs. The endoleak type/cause could not be determined; this could be a type iii fabric or distal type I. The cause of the left limb occlusion could not be determined from the images provided. Images during the intervention were not available for review. It is possible that the small and calcified iliac arteries, which required implanting of another manufacturer¿s stent at implant, may have contributed. The cause of the reported distal type ib endoleak could not be determined. The calcified anatomy may have also contributed to a poor distal seal. The type ii endoleak was anatomy related.

Event description:
Additional information received: the patient received an intervention where the physician placed a 9x59 stent to bridge the icast and the 16x10 limb. No type iii endoleak was noted; however, it was confirmed that a type ib endoleak was present from the distal right iliac limb. The physician re-ballooned aggressively and the endoleak was greatly reduced but was not completely resolved. The physician did not attempt to recannulate the left limb because it was filling nicely from the right hypogastric. The type ii endoleak was still noted.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. The aortic neck was 24 mm, 23.5, 24, 25.2, 26.2 and 28 mm in diameter from proximal to distal with a length of 30 mm. The terminal aorta at the aortic bifurcation was 24 mm in diameter. The common iliac arteries were severely calcified. The right iliac artery measured 11 mm, 8, 7, 11 and 8 mm in diameter from proximal to distal over a length of 5.9 cm with an area of severe calcification with a diameter of 3.5 to 4.0 mm. The left iliac artery measured 10 mm, 6, 5, 4, and 5 mm in diameter from proximal to distal over a length of 5.1 cm. A recent follow-up CT was done and showed the patient has an occluded left limb but there appears to be good collateral flow. It was also noted that there is a type ii and maybe a type iii endoleak on the left side. It is hard to determine if there is a type iii, but the overlap is minimal between the 16/10/93 limb and another manufacturer's covered stent that was implanted at the time of the index procedure. The patient will be monitored. No additional clinical sequelae were reported and the pat ient is fine.